Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. Same case as 2134265-2009-03484. It was reported that after a coronary artery stenting procedure, the patient expired. The lesion being treated was a 2.75mm, 75% stenosed, 30.0mm long portion of the mid left anterior descending (mid lad). The physician treated the lesion with predilatation using a 2.5x15mm device. The physician then successfully placed a 2.5x16mm taxus express2 study stent in the target lesion. A dissection occurred at the lateral branch. The physician's opinion is that the dissection occurred due to an anatomical issue, not related to the stent. No treatment was performed for the dissection. A taxus express2 2.75x16mm study stent was also placed in the lesion. Ivus was performed, and confirmed the stent was implanted properly. Residual stenosis in the lesion became 0%. Timi flow was 3, there was no gap between the stents. The patient was discharged 8 days later. During follow up at another hospital, the patient had a brain hemorrhage. He was taken to another hospital, where the patient expired. (362 days after the index procedure, the patient's death was reported, to the enrolling site, the exact date is unk).